Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a left anterior descending artery. A 4.00 x 24mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged from the catheter. The physician used a balloon device to remove the stent. The procedure was completed with different device. No patient complications were reported and the patient is fine.